Manufacturer narrative:
The pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via controller log file analysis which revealed 19 low flow alarms recorded on (B)(6) 2017; two high watt alarms followed by a vad stop have been logged since (B)(6) 2017. Starting on (B)(6) 2017 at approximately 01:18 a sudden decrease in estimated flow was observed. There is then a rise in power consumption to greater than 12.0w outside of normal power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the reported "low flow event" event may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering the high watt and vad stop alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned." These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that low flow alarms were triggered while the patient was at home.  The patient was admitted to the hospital for a ventricular assist device (vad) stop due to thrombus.  The patient's international normalized ratio (inr) was noted to be 1.2.  A pump exchange occurred on (B)(6) 2017 and the patient was discharged in stable condition.  No further patient complications have been reported as a result of this event.